Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support and was guided through a pump reset process. Following the reset, the error did not reappear, and the caller successfully initiated a sensor session.